Event description:
It was reported that a 7-10 x 40 mm acculink ii stent was implanted after the device expiration date. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted that the rx acculink carotid stent system instructions for use (IFU) states: note the product use by date specified on the package. Based on the reviewed information, no product deficiency was identified